Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that an infusion of mesna was set to infuse at a rate of 41.6ml/hr over 12 hours, however after approximately 2 hours it was identified that 150 to 180 ml had been infused. From the reported information there are no indications of serious injury to the patient or user as a result of this incident, however a chest x-ray and echo were done to rule out fluid overload.